Event description:
The customer reported that the 840 ventilator was inoperable. The failure happened when the device was not used on a patient.

Manufacturer narrative:
Covidien reference #: (B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing.